Event description:
It was reported that when the carrier was removed, the silicone adhesive did not remain on the film and removed with the carrier from the film. It was found when the products were checked by a sales agent, so the patient or treatment was not involved. The samples will be returned for investigation. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.